Event description:
It was reported that the ilet displayed a low glucose value and the patient experienced hypoglycemia after announcing and consuming a lunch that had more carbohydrates than usual, with the announcement occurring when glucose was already low; a fingerstick confirmed low glucose, and the user treated with oral carbohydrates, later choosing to shut down the ilet and use injections temporarily. Symptoms included dizziness and sweating. Outcomes included transient low glucose readings and recovery to a normal range following oral carbohydrate intake, with no medical intervention or hospitalization. Investigation included a review of use conditions and user training, with counseling provided on meal announcement timing and the potential need for target adjustments through the trainer. Investigation of this case revealed user-related factors including announcing a meal while already hypoglycemic and potential misestimation of meal size, without evidence of device malfunction or sensor error. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to meal announcement timing and carbohydrate estimation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.